Event description:
I had coolsculpting on my outer thighs. I have permanent indentions and demarcations where the paddles were placed on my legs. I sought a non-invasive procedure to reduce the exercise/ diet resistant fat on my outer thighs. Coolsculpting left me permanently disfigured. I have wavy indentions on my formerly smooth outer thighs. In addition to the lumpiness, I have deep permanent indentions where the paddles dug into my fat and muscle. The procure was performed at (B)(6).